Manufacturer narrative:
The insulin pump rewinds properly and no rewind anomaly was noted. However, the device had an unexpected motor noise during rewind due to faulty motor. The device was received with a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was changing his set and when the he went to rewind, the insulin pump did a strange noise. Blood glucose value was 142 mg/dl. He stated that the rewind message occurred after an alarm/alert. The insulin pump was replaced and returned for analysis.